Event description:
A vaxcel pasv PICC line was placed for therapeutic purposes of an unknown date. Approx a week or two later, the pt noticed leaking. When the catheter was checked, it was noticed there were cracks below the suture wing. The PICC line was replaced.